Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties occurred. This nc emerge mr, ous 2.50mm x 12mm device was selected for use. The stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed tear along the main body of the balloon.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed multiple kinks were noted along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A longitudinal tear was identified along the main body of the balloon. A microscopic analysis revealed examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The bumper tip showed no signs of distal tip damage. No issues or damages on the markerband.